Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device use issue "two "loops" in right fallopian tube.". The patient's medical history included parity 3 ((B)(6) 2003, (B)(6) 2012, (B)(6) 2015). Concomitant products included ibuprofen (motrin) from 2015 to 2016 and paracetamol (tylenol) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced psychological trauma ("psychological issues"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vulvovaginal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered pelvic pain, pregnancy with contraceptive device, psychological trauma and vulvovaginal pain to be related to essure. The reporter commented: most, if not all, symptoms decreased soon thereafter two "loops" in right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubes were closed; two "loops" in right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device use issue "two "loops" in right fallopian tube.". The patient's medical history included parity 3 ((B)(6) 2003, (B)(6) 2012, (B)(6) 2015). Concomitant products included ibuprofen (motrin) from 2015 to 2016 and paracetamol (tylenol) from 2015 to 2016. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced psychological trauma ("psychological issues"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vulvovaginal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered pelvic pain, pregnancy with contraceptive device, psychological trauma and vulvovaginal pain to be related to essure. The reporter commented: most, if not all, symptoms decreased soon thereafter two "loops" in right fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: tubes were closed; two "loops" in right fallopian tube. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. This case was upgraded to incident form other event case. Lot number and date of explant were added. Event injury was updated to pelvic pain. New events pregnancy, vaginal pain, device ineffective and psychological issues were added. Reporter information, medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.